Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer recovered the error. The surgery was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the cannula detector. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure using an xi system, an intuitive surgical, inc. (Isi) field service engineer (fse) was notified by an email that error 25748 (cannula lock sensor) occurred. The technical support engineer (tse) reviewed the error logs and found repeated occurrences of error 25748. The procedure was completed with no report of patient injury.